Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with dissatisfaction; it was noted that the cylinders were too short. The ipp was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had the outer tube detached in the proximal end. The first cylinder passed the leakage testing. The first cylinder had a bulge in the middle and frayed fabric threads identified. The second cylinder passed the leakage testing and the pressure testing. The momentary squeezed (ms) pump did not pass activation testing. The ms pump passed visual inspection and leakage testing. The investigation was assigned to a conclusion code of cause traced to component failure.